Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #: m-4800-01, serial #:(B)(4); stockert 70 system: model #: m-5463-01, serial #:(B)(4); coolflow pump: model #:m-5491-02, serial #:(B)(4); c3 ez steer cs with auto ID catheter: model #: d-1263-07-s, lot #:16088632n. (B)(4).

Event description:
It was reported that towards the end of the idiopathic ventricular tachycardia (idvt) procedure, the patient's blood pressure dropped. The catheters were removed and approximately 100 cc of fluid was withdrawn through the agilis sheath. The status of the patient was stable. Upon request, additional information was provided on the event. It was clarified that the procedure was an ischemic ventricular tachycardia (isvt). The event was not life threatening. The physician decided that he needed to go to the epicardial space to map the arrhythmia. He used a pericardiocentesis tray and then used an agilis sheath to help manipulate the ez steer thermocool sf navigational catheter. Later, a slight drop in the patient¿s blood pressure was noticed. The physician removed several cc¿s of blood (100 ml). The physician was not certain, but suspected that the damage may have been due to manipulation of the agilis and the catheter post ablation in the epicardial space. The physician¿s opinion on the causality of the adverse event was that it was procedure related. There was no difficulty in manipulating the catheter. The rf generator was set to power control mode at 40 watts. The temperature cut off setting was 40 and the flow setting was set to 15 ml/min. The event did not require extended hospitalization. The patient fully recovered with no residual effects. The patients baseline before the procedure was severe premature ventricular contraction¿s - 40% burden. Ez steer thermocool sf is not approved for any use in the epicardial space.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that towards the end of the ischemic ventricular tachycardia (isvt)procedure, the patient's blood pressure dropped. The catheters were removed and approximately 100 cc of fluid was withdrawn through the agilis sheath. The status of the patient was stable. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.